Event description:
It was reported that during a procedure to re-instrument the patient, the screw was explanted due to non-usion.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
While it was initially identified that the product device was available, three requests have been made as 140 days have passed without arrival of the product. A review of the device history record (DHR) for the mis 5.5 ti clsd poly 8x80 [product code: 1867-19-880, lot no: tbdfp] was conducted. A lot quantity of (B)(4) units was released to stock on 12/28/12 with no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. Without the product device or any reported device failure we are unable to confirm the reported issue or identify the root cause. The complaint will be closed with no further action required as there has been no issue identified in the manufacturing or release of the device.